Event description:
Angioseal was deployed by physician and post deployment a hematoma slowly developed at site. Manual pressure was held for 20 minutes and hematoma resolved. Diagnosis or reason for use: stop/prevent bleeding s/p catheterization.